Event description:
I had breast augmentation in (B)(6) 2011. The plastic surgeon placed allergan implants (style 20 lot 2121938 and 2078559) under the pectoral muscle. Soon after I began noticing symptoms I have never had before: unexplained weight gain, severe anxiety, depression, fatigue, inflammation, missed periods, subclinical hypothyroidism, brain fog, and a host of other issues. I truly believe these were the result of the implants. Breast implant illness is real, and I urge more studies to be conducted.